Event description:
It was reported that the customer is experiencing erratic blood glucose readings. The insulin pump is not delivering the correct amount of insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.